Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 0hpea01b using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he obtained blood glucose readings of 2.7 mmol/l at 7:48 p.m. And 17.5 mmol/l at 7:49 p.m. With the contour next link 2.4 meter. The customer was experiencing symptoms of hyperglycemia which he described as feeling thirsty and in a bad mood. The customer had their food approximately an hour prior to the event. The customer received insulin from their insulin pump and recovered well. There was no allegation of an adverse event. The customer used all the test strips from the vial of test strips used during the event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.